Manufacturer narrative:
(B)(4). No visible signs of misuse/abuse/neglect. No significant amount of lint built up on fan or cooling ports. Nothing visually noted of any significance. The unit was gently rotated and then lightly shaken, and nothing loose was noted. The serial number was confirmed. The device was connected to 110 vac. The device immediately falls out of service at the initial power connect. This failure is indicative of a defective power supply pcb. The complaint is confirmed. A device history record investigation did not show issues related to the complaint. A record assessment (fmea) was conducted and no changes required. The root cause for the failure cannot be determined at this time. No corrective or preventative actions will be assigned. All units being returned for service will have power supply pcbs replaced.

Event description:
Customer complaint alleges "heater is not turning on". Alleged defect reported to have been detected prior to use. No report of patient involvement.